Manufacturer narrative:
Product was returned for evaluation. Returns expanded evaluation report states: visual inspection- upon receipt, it was noticed that the seat rails of the wheelchair were bent and did not settle into the h-blocks. The upholstery was in good condition without any rips or tears. Due to the bent seat rails, the upholstery did sag in the middle though. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent seat rails. Underlying cause could not be determined.

Event description:
The dealer states that out of the box the seat frame is not sitting in the h block. Bent frame.